Manufacturer narrative:
Multiple attempts were made to follow-up with the customer to obtain patient information; however, there was no response. If information is received at a later date, this complaint will be re-opened and update accordingly.

Manufacturer narrative:
Updated.

Manufacturer narrative:
Patient's information was requested.

Event description:
The customer reported that the unit alarmed patient circuit occluded. The customer reported that the device was in clinical use at the time the reported issue was discovered; but there was not harm to the patient or user.